Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to disassociation of the femoral head and loosening of the liner and cup to non-cemented interface. Patient had a total hip replacement and head was riding on acetabular component therefore acetabular cup/liner and femoral head were replaced. Surgeon was wondering if there was anything wrong with the interface between liner and cup therefore asked if it could be sent back to company to take a look at. However, it is also understood that damage was done to the components during retrieval thereby making a conclusion difficult. There was no surgical delay. Doi: (B)(6) 2022; dor: (B)(6) 2022; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.